Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a coronary stenting procedure a failure to cross the lesion occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 2.0 x 20 mm maverick catheter balloon was used to predilate the lesion and a 2.75 x 20 mm promus element stent delivery system was selected for treatment. Upon advancing of the complaint device, the stent failed to cross the lesion and the device was removed as a whole. The procedure was completed with another of the same device. No patient complication was reported and patient's condition was stable. However returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: upon visual and microscopic examination identified proximal stent damage and tip damage. The first four rows of struts on the proximal end of the stent were misaligned and some struts were raised up. The tip of the device was flattened and damaged. The balloon of the device was visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 75mm and 225mm distal to the catheter's strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).